Manufacturer narrative:
Follow-up #1: date of submission 02/26/5016. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: unable to duplicate the complaint. The last basal delivery was on 2016-01-07. The last bolus delivery was a 2.0u bolus on 2016-01-07 at 07:25. Typical usage alarms observed in alarm history. The basal and bolus deliveries added up appropriately to the tdd showing that the pump was delivering accurately until the last date used. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during testing.. Unrelated to the complaint, the battery compartment is cracked near the cover.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the following: the patient alleges the pump is not delivering insulin properly, resulting in a hospitalization for diabetic ketoacidosis (dka). No other information is provided. This complaint is being reported as the patient experienced dka and the pump could not be ruled out as a cause/contributor.